Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2002 for incontinence. The patient experienced vaginal bleeding in (B)(6) 2010. In (B)(6) 2010, the physician found that the mesh had eroded into the vagina under the urethra. On (B)(6) 2011, 2.5cm of sling was removed and then the patient developed an infection. The remainder of the sling remains implanted.

Manufacturer narrative:
(B)(4). Mesh exposure. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.